Manufacturer narrative:
Additional device product codes: kwp; mnh; mni. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was implanted with hardware about an year ago. On an unknown postoperative date it was identified that the head of the spongy synapse screw broke off. Patient underwent the revision surgery on an unknown date. No further information provided regarding surgery outcome and patient. During manufacturer's preliminary investigation of the returned devices on june 3, 2020, it was identified that received 4.0mm ti cancellous polyaxial screw 34mm and 4.0mm ti cancellous polyaxial screw 32mm are broken. Concomitant device reported: cancellousscr synapse ø4 l30 tan(part #04.614.130, lot #7939501, quantity 1); synapse ø4 l34 tan (part # 04.614.134, lot # 7948506, quantity 1); rods (part # unknown, lot # unknown, quantity 2). This report is for one (1) cancellousscr synapse ø4 l32 tan. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.614.132, lot: 7958157, supplier lot: n/a, manufacture date or release to warehouse date: march 19, 2015, expiration date: n/a, supplier/manufacture site: brandywine. No nonconformance reports (ncrs) were generated during assemble production of lot number 7958157. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 04.614.008.2, component lot: 7959385, supplier lot: n/a, manufacture date or release to warehouse date: march 18, 2015, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 7959385. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 04.614.008.32, component lot: 7953323, supplier lot: n/a, manufacture date or release to warehouse date: march 13, 2015, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 7953323. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 04.614.008.42, component lot: 7955574, supplier lot: n/a, manufacture date or release to warehouse date: march 19, 2015, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 7955574. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the received synapse cancellous screw is broken at the threaded shaft and the fragment of about 16mm length was not returned for evaluation. The fracture face is homogenous, which indicates material conformity. The device is in general in a used condition, consistent with a device which was implanted for a longer time period. There are slight wear marks and discolorations visible. Dimensional inspection: outer thread diameter pass thread core diameter at fracture face pass thread length (l2) to define length missing fragment broken drawing/specification review: drawing was reviewed to verify the relevant dimensions of the synapse cancellous screw. Investigation conclusion: the complaint is confirmed as the screw is broken at the crossover from the shaft to the head. During the performed evaluation, no manufacturing related issue could be detected. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. The only provided information was that the material was implanted about one year ago. Based on the provided information, it can only be assumed that any occurrence during the healing process, e.g. Non-union, delayed union, malunion, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.